Event description:
A health authority rep reported that during tissue dissection in a vitrectomy procedure for diabetic eye disease, one of the scissor blades broke and fell into the pt's eye. The blade was retrieved from the eye during the same procedure without harm to the pt. A replacement set of scissors was utilized to complete the case.

Manufacturer narrative:
The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the company's acceptance criteria. The MFR performs a 100% final inspection for this product. A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).